Event description:
It was reported that an alert for possible high voltage lead issue was observed. Review of the electrograms verified inappropriate therapy due to oversensing. Low impedance was observed. Egms also revealed oversensing on the atrial lead. The lead was capped.

Manufacturer narrative:
No medwatch form was received.